Event description:
"Rep contacted technical services by email regarding a classic sheath introducer. The 6 french introducer was used during the implant of pt, by doctor on (B)(6) 2014. The physician has complained about the introducer not splitting appropriately. A portion of the introducer during the splitting process remained in the vein used for access (likely the left subclavian). The physician retrieved the portion of the sheath through a vein dissection. The sheath was successfully retrieved but discarded after obtained".

Manufacturer narrative:
Device evaluation: the device was discarded after the procedure. No photographs were taken of the device. The device history was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number or product family. Merit is unable to determine a root cause at this time due to lack of available info and no complaint sample being returned.